Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has lost stimulation. She is not longer able to locate her ipg using the programmer. The pt was sent a new programmer to resolve the issue. She plans to undergo surgical intervention on a later date. The pt also plans to meet with a pain doctor to discuss the next course of action. No further info is available at this time.